Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR report # 1627487-2013-12822. It was reported the patient has never received effective stimulation for lower back pain which is part of the established pain pattern. The physician added two leads and the patient is now receiving effective stimulation coverage. (The original leads were not explanted.) The physician also replaced the ipg during the same procedure, but there were no reported issues with the ipg function. The patient has two leads with different lot numbers, both are being reported.